Manufacturer narrative:
(B)(4). Examination of the returned device confirmed the reported event. The investigation did not indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that the white letters of the femoral sizer are worn off making it hard to read. No surgical delay.